Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up appointment, the implantable cardiac monitor (icm) patient was experiencing decubitus and the icm was noted to be out of the skin. The icm was explanted. No further patient complications have been reported as a result of this event.